Event description:
Procedure was performed on the sfa. The protege everflex stent was deployed without incident in the right sfa. Upon removal of the deployment catheter, the inner catheter broke. The broken portion was retrieved with a 10mm snare. The physician then post-dilated with 5x6 pta balloon. No injury to the pt was reported.